Event description:
The manufacturer's rep reported an indium study was done and found nothing to be moving out of the pump. The pump was explanted due to the suspicion of it being stalled. The pt is reported to be doing well with the new pump.